Event description:
It was reported that the shock impedance was too low. The patient will be scheduled for revision. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the slightly varying shock impedance around 90 ohms. Between january 20 and february 2 no data was recorded. The finding from (B)(6) 2024 indicates a shock impedance <20 ohms. The x-ray image shows the lead in the implanted slack with little slack and no further peculiarities. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.